Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: transcatheter aortic valve replacement for aortic regurgitation in patients with left ventricular assist devices: an institutional experience. Bashir, hanad et al. Journal of the society for cardiovascular angiography interventions, volume 4, issue 7, 103662. Doi: https://doi.org/10.1016/j.jscai.2025.103662. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transcatheter aortic valve replacement for aortic regurgitation in ventricular assist device (vad) patients. The authors described a patient who experienced a retroperitoneal hematoma, and possible gastrointestinal bleeding, acute heart failure and functional decline with ongoing heart failure symptoms. The patient subsequently died, but the cause of death is unknown. The status of the device is unknown.